Event description:
It was reported that the company representative was having difficulty getting telemetry during an interrogation of the patient's implanted device with the programmer. Later information received states that the programmer is believed to be operating without issue. The programmer will not be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.